Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that there was a primary tubing leak during medication preparation of tpn and 10% dextrose. There was no patient involvement.